Event description:
I am writing in concern of a product that you have approved in the past. It is called respironics, a oxygen portable making device called evergo. These people make a device that if it is not working properly can cause death. These people have zero, absolute zero response to malfunctioning items being defective in the field. I bought one of these devices. I had a problem with it working two months later, and called the factory. I finally got to the repair department, and told me to contact the person I bought the device from. He was helpful, and walked me through the problem. Two months later, the charger went bad. I called the MFR and explained. They said before I could get service, I had to mail the unit back to MFR insured prepaid. It came in the mail, less the 120 volt cord, still useless. I had shipped the cord back, being it could have been bad. It was twice shipped from the factory to the MFR from them and then to me. This common 120v, ac to 120v, dc charger should not cost them in mass production, to produce. I am still without the use of this oxygen machine, and have acquired a back up oxygen machine locally to stay alive. Their 120v cord will only fit their device. I can't find one locally. If I did not have recourse to fuel, and got a locally supplied oxygen machine I would be dead. My reason for writing this letter is to inform you that this item should not be approved for sale until this company straightens up their service policy that is nonexistent.